Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 16.8 mmol/l and 5.9 mmol/l; 18.5 mmol/l and 6.4 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).